Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that he woke up with blood glucose of 465 mg/dl, which was treated with a bolus. The customer stated that after he gave a bolus, he changed the infusion set. The customer's most recent blood glucose was 235 mg/dl. He did not observe any symptoms of high blood glucose. He noted that he had had a glass of milk before bed but had been advised not to do so by his doctor. The customer stated that he believed that the issue may have been insertion site-related. He was unable to remove the infusion set at the time of the call, since he had already changed the infusion set. He was advised to call when he received the tubing clamp in order to perform the high pressure test and to confirm whether the insulin pump could detect an occlusion.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.